Manufacturer narrative:
The head was made at the following location. Contract manufacturer: trisa (B)(4). The handle was made at the following location. Contract manufacturer hayco ltd. (B)(4).

Event description:
Consumer reports toothbrush head disengaged during use on two occasions. This is reported as a malfunction with the potential to cause serious injury. A minor injury ("the metal pierced my skin") occurred.